Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced unknown blood glucose (bg) levels; however, was unsure of the suspected cause of the low bgs. To treat the low bg values, the customer consumed food. System check was performed with tandem technical support which verified that the pump was functioning as intended. Recommendation was made to consult with health care provider regarding diabetes management.